Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w: 4.11 j. Faultnumber = software error (53) linenumber = 5632 filenumber = 2005 pump passed sleep current measurement, active current measurement, self test and displacement test. The adapt confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No unexpected pump error 25/3 alarm noted during testing or in the pump trace download. Pump error 53 alarm found in the pump history due to software error.

Event description:
Medtronic received information that pump error 3, pump error 53, pump error 25 occurred. There was no adverse impact or consequence reported as a result of this event.